Manufacturer narrative:
It was found that what the reporter indicated (the incident may have been caused by a lid bumper being detached and lodged) was true. The lodged lid bumper caused an obstruction of a pump which is utilized for in-flow of disinfectant. An obstructed pump causes the system to perform a complete rinse cycle, but not a high level disinfection. The system 83 will not complete a high level disinfection cycle if the disinfectant does not transfer. The system will remain in "disinfect fill" indefinitely until the flow input and the float input have engaged. Without these two inputs engaging, the system will remain in a "disinfect fill" stage and will not finish the cycle. This is clearly indicated during re-processing because the monitor will read "disinfect fill" when it is filling and "cycle complete" when the disinfect cycle has completed. The presence of foreign material caused a blockage that prevented the device from cycling properly. As part of its quality system remediation, cu has conducted a review of its service records and has found no other similar incident.

Event description:
It was reported that a system 83 did not complete it's high level disinfection cycle, did not complete prior to use on another pt.